Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and a no delivery alarm on the insulin pump. Blood glucose level at the time of the incident was 400 mg/dl, which was treated with manual injection. Blood glucose level at the time of the call was 190 mg/dl. The no delivery alarm was resolved by a complete set change. The reservoir was not replaced or returned for analysis.